Event description:
After the anchor had been rotated into the hole, the suture broke. The procedure was reported as a rotator cuff repair and that a backup device was on hand. Report also stated that nothing broke off inside the pt's body. The surgeon removed the anchor and suture from the pt and used an alternative suturing technique to complete the procedure. This incident caused a delay of twenty minutes. No pt injury or complications were reported.